Event description:
During follow-up, oversensing with pacing inhibition resulting in syncope was observed. The patient is pacemaker dependent. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable. Lead damage was suspected; however, no lead damage was observed visually or via x-ray imaging.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.